Manufacturer narrative:
The device has not been returned to mmdg for evaluation. The pump serial number also was not provided, therefore a device history review was not able to be performed. Because nothing was returned no investigation was possible.

Event description:
The initial reporter states that the pump started "alarming an error code 12." They stated that they tried turning the pump off and back on, but they were unable to clear the error code. An mmdg clinician followed up with the patient. The patient stated that he missed his feeding from "2 or 3 am until like 5 the next day." He does report that he did not attempt supplementation, and that there was no adverse events or need for medical intervention. (B)(4).